Event description:
An Impella CP was inserted via the right femoral artery to support the 57 year-old of undocumented gender who had been admitted with Acute Myocardial Infarction and Cardiogenic Shock. The underlying medical history shared was that the patient had suffered from 2 prior Ventricular Tachycardia/Ventricular Fibrillation (VT/VF) arrests prior to the pump delivery. The patient did present per documentation in Society for Cardiovascular Angiography and Interventions (SCAI) Stage E Shock. The patient was supported by multiple inotropes and vasopressors as well as respiratory support.The team was aware the Impella CP was positioned deeper within the ventricle than recommended. Urine was pink but with pump repositioning urine color began to clear. The patient was transferred after 2 days from community to the tertiary medical center. At the tertiary center the patient was turned in the bed and the patient went into VF again and had Cardiopulmonary Resuscitation (CPR) performed. The VF resolved without defibrillation. The medical provider did allege the patient movement may have precipitated the arrhythmia.The pump remained on for support after the arrhythmia. While on the 9 days of support the medical management was escalated with additional inotropes and vasopressors and addition of dialysis.While on support the the device functioned as expected, Performance Level P-5 with 2.6L/min flow with 5% Dextrose in water with sodium bicarbonate in the purge solution.On day 9 of the support the decision was made to withdraw care.The patients death is most likely attributed to the underlying critical condition due to cardiogenic shock as the patient presented in SCAI Stage E, with continued escalation of vasopressors and inotropes to support the patients continued deteriorating condition. However, due to limited information on positioning of the pump at the time of the arrythmia the device cannot be conclusively ruled out as a contributing factor.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.